Event description:
It was reported that the patient heard the device alarming. Upon interrogation it was discovered that impedance in all pacing leads had decreased and there was no sensing. During the procedure, the leads were all reported to be functioning normally. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. The anomalous conditions were confirmed and were determined to be caused by anomalous negative supply voltages (nvdd, and n3vdd). The source of the anomalies was narrowed to the die stack and the l409 ic (where they are generated) but no further analysis is available as the ic was inadvertently damaged during analysis. Performance data collected from the device was analyzed. Low resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. The daily pace impedance trend data shows an abrupt impedance decrease for atrial pace bi impedance, lvperm pace impedance and ventricular pace bi impedance was 646 to 114 ohms minimum between (B)(6) 2012.